Event description:
It was reported that the patient experienced pump malfunction resulting in no inflation with an inflatable penile prosthesis (ipp). The ipp pump was removed and a new ipp pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: the ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. It performed within specifications. The product record review revealed no additional information related to the complaint and the returned product met specifications so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced pump malfunction resulting in no inflation with an inflatable penile prosthesis (ipp). The ipp pump was removed and a new ipp pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.